Event description:
It was reported that the charger wiring broke when the usb connector bent and detached from the cable, which prevented proper connection to the charging pad and resulted in the device not charging. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included product troubleshooting and user education, and a replacement charger was provided as a goodwill action. Investigation included internal complaint intake and assessment of the reported hardware charging issue. Investigation of this case revealed a mechanical failure of the charger cable at the usb connector consistent with physical damage to the charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage to the charger cable.